Manufacturer narrative:
The technician replaced all brake and brake steer casters to resolve the issue.

Event description:
The account alleged the brake casters and brake steer casters continue to swivel only while in lock position. No pt impact.